Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: e2 a getinge field service engineer (fse) was dispatched to evaluate the unit, fse states, user reported that the ECG lead cables was broken. It is found that some ECG lead wires are worn out. Recommend to replace the ECG leads with trunk cable. New ECG cable was delivered. The customer disposed the defective cable. No part will be returned. The main unit passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that during daily check, the cs100 intra-aortic balloon pump (iabp) units wires insulation is peeling off. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.